Event description:
See initial report.

Manufacturer narrative:
A review of livanova complaints database revealed two further contamination events notified by this unit since installation. Based on the investigation findings no deviation from the product's instruction for use in terms of cleaning and disinfection procedures was identified. It cannot be excluded that the event was caused by a source of contamination present at the customer site, despite the precise source of contamination could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the heater-cooler device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up commnication, livanova learned the following practices conducted at customer site related to the heater/cooler: the device is cleaned regularly according to the instructions for use. The hospital does not use reusable blankets. Water quality monitoring is applied, and h2o2 is checked daily as prescribed by the IFU. When not in use, the device is stored emptied. H2o2 is added when the water in the tanks is changed every 7 days. A pall-aquasafe disposable filter with a 0.2 m membrane or a filter with equivalent performance is used for tap water. Surfaces and water circuits are disinfected before initial operation and before storing the heater-cooler. The surfaces of the device are disinfected after each operation. The 3t aerosol collection set is replaced after the permitted period of use. The device is placed inside the operating room during use. When placed indoors, the fan of the device is positioned towards the wall, opposite to the operating table. The estimated distance between the operating field and the device is approximately 2 meters. The water source was tested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a livanova technical service engineer inspected the involved unit. The device was cleaned and a deep disinfection was conducted. Subsequently, final test run was conducted and no anomaly was found out. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mnt chimaera. Customer requested deep disinfection. There is no report of any patient injury.